Event description:
It was reported that during an unknown case, the device would not open. They had to cut the device off of the tissue and hand sewed to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 03/24/2008. Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.